Manufacturer narrative:
Based on the information provided, it cannot be determined when the foreign material alleged to be the v.a.c. Whitefoam¿ dressing was placed in the wound. The foreign material was not returned for identification; therefore, solventum is unable to confirm its identity. Multiple unsuccessful attempts have been made to obtain additional clinical information. A device evaluation and device history record review could not be performed. Device labeling, available online and in print, states: dressing changes: wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule. Foam placement: always use v.a.c.® dressings from sterile packages that have not been opened or damaged. Do not place any foam dressing into blind / unexplored tunnels. The v.a.c.® whitefoam¿ dressing may be more appropriate for use with explored tunnels. Do not force foam dressings into any area of the wound, as this may damage tissue, alter the delivery of negative pressure or hinder exudate and foam removal. Always count the total number of pieces of foam used in the wound. Document the foam quantity and dressing change date on the drape or foam quantity label if available, and in the patient's chart. V.a.c.® dressing foam (except v.a.c.® granufoam silver¿ dressing) is radiolucent, not detectable on x-ray. Foam removal: v.a.c.® foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of foam pieces are removed as were placed. Foam left in the wound for greater that the recommended time period may foster ingrowth of tissue into the foam, create difficulty in removing the foam from the wound or lead to infection or other adverse events. If dressing adheres to wound consider introducing sterile water or normal saline into the dressing, waiting 15 - 30 minutes, then gently removing the dressing from the wound. Regardless of treatment modality, disruption of the new granulation tissue during any dressing change may result in bleeding at the wound site. Minor bleeding may be observed and considered expected. However, patients with increased risk of bleeding, as described in the bleeding section, have a potential for more serious bleeding from the wound site. As a precautionary step, consider using v.a.c.® whitefoam¿ dressings or nonadherent material underneath the v.a.c.® granufoam¿ dressings to help minimize the potential for bleeding at dressing removal in these patients. Disclaimer: this information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a kinetic concepts, inc. Product malfunctioned, is defective or has caused serious injury.

Event description:
On 14-oct-2025, the following information was reported by the nurse: multiple pieces of foreign material alleged to be v.a.c. Whitefoam¿ dressing broke off and were embedded within the patient's wound. The physician had to open the wound more to remove the retained material, which led to bleeding that required cauterization. No additional information was provided. The v.a.c. Whitefoam¿ dressing lot number was not provided, and the dressing was not returned; therefore, a device history record review and a device evaluation could not be performed.